Event description:
A literature article described a retrospective analysis of a total of 282 patients that underwent laparoscopic (ls) and robot-assisted (ra) surgery in oncogynecological surgeries from february 2020 to september 2022. The study was conducted to compare the outcomes of ls and ra surgery in oncogynecological surgeries. A total of 74 patients underwent ra surgeries, and 208 patients underwent ls surgeries. Among the 54 patients who underwent ra hysterectomies, one patient had an "injury to the common iliac vein during lymphadenectomy due to the 'jumping' of one instrument from another due to their intersection with each other out of sight." There was reportedly no significant blood loss but the vein was intracorporally sutured. There were no reports of a da vinci device malfunction nor did the author allege that a da vinci device caused or contributed to the event described in the article. The corresponding author replied to follow-up questions and reported that in regard to the damage to the iliac vein, the surgeon's attention was focused at that moment on brushes which led to the outcome. However, according to the author, "everything ended well."

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed product/event information. Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted. At one point during the video, an instrument on the right most corner moved, thus colliding with the monopolar curved scissors (mcs) instrument. Moments later, the mcs instrument is on the vein and the surgeon activates cautery on the mcs instrument which causes bleeding. Based on the review, it cannot be confirmed if the bleeding occurred due to the collision. The bleeding appears to have occurred because energy was activated while the instrument was on the vein. Based on cautions and warnings provided in the user manual, it is recommended to be aware of anatomy that is in contact with the instrument. Citation: alimov v.a., grekov d.n., novikova e.g., et al. Comparative analysis of robot-assisted and laparoscopic operations in gynecologic oncology. Tumors of the female reproductive system 2024; 20(1):104¿13. Doi: https://doi.org/10.17650/1994-4098-2024-20-1-104-113 in section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic si system was reported.